Event description:
It was reported that the patient never experienced therapeutic effect from their implantable neurostimulator (ins) and had tried all the programs they had available to them. The current program the patient was on was set at 8.40 but they did not have urinary relief. Additional information received on (B)(6) 2015 indicated that patient still had concerns. It was later reported on (B)(6) 2015 that patient was having increase urge incontinent. It was noted that patient had premature battery depletion and device was explanted on (B)(6) 2015. The patient outcome was noted as recovered without permanent impairment. A follow-up report will be sent if additional information becomes available. (B)(6) 2015-02-11 crts (B)(4)/lfc (con, hcp): information pertained to related pe(s) (B)(4): pp problems w/ new ins and (B)(4): pp problems w/ new ins.

Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is not needed because the event was determined to be not MDR reportable per work instruction (B)(4) medical device reporting, and there was no reported device allegation or returned product analysis findings suggestive of a failure of a device, labeling or packaging to meet specifications. Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0bx4s, implanted: (B)(6) 2013, product type: lead. (B)(4).